Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Initial reporter city: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii was used during a colon polyp resection procedure performed on an unknown date. During the procedure, after squeezing/strangulating the polyp with this device, the device was unable to energize/deliver current. The procedure was completed with another captivator ii. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter city: (B)(6). Block h6: problem code a050702 captures the reportable event of loop failure to cut. Block h10: the returned captivator ii was analyzed, and a visual evaluation did not identify any problems and noted that the loop was within specification. A functional inspection was done and the device was connected to the 10 inch loop fixture and the loop extended and contracted without issues. A continuity test was done and the device passed since the device's electrical resistance was within specification, indicating a proper connection. No other issues with the device were noted. The reported event of loop failure to cut could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Additionally, the reported event of device failure to deliver energy was not confirmed since the devices passed the continuity test upon return. The product record review confirmed that this is not a new failure type and the risk is anticipated. There was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. Device analysis found no issues with the device during visual and functional test. Based on the information available and the analysis of the returned device, the code selected as the most probable complaint cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a captivator ii was used during a colon polyp resection procedure performed on an unknown date. During the procedure, after squeezing/strangulating the polyp with this device, the device was unable to energize/deliver current. The procedure was completed with another captivator ii. There were no patient complications reported as a result of this event.